Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot #4346068 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that needle of bd vacutainer® eclipse¿ signal¿ blood collection needle 22g, 1.25 in, with integrated holder detached from holder after use on patient. Needle stick to the user. The user received post exposure work only. No medication or additional medical intervention.